Event description:
It was reported that, during a neurovascular procedure, the subject flow diverter was advanced in the microcatheter and deployed as usual, but it was noted that the subject flow diverter did not fully open. Therefore, the operator decided to recapture and remove the subject flow diverter. When an attempt was made to recapture the subject flow diverter, it was difficult to recapture the subject flow diverter into the microcatheter. The subject flow diverter along with the microcatheter were taken out of the patient's body. The subject subject flow diverter was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the procedure was completed successfully with another device. The subject device was removed by navigating the intermediate catheter up into the m1 over the microcatheter where the subject stent was partially deployed. The microcatheter and subject stent were then pulled into the intermediate catheter and removed. There was no medical intervention due to the reported event. There was no harm to the patient while removing the device from the patient¿s anatomy. Only the microcatheter used during the procedure was returned. The subject stent was not returned. According to the event description information it was destroyed at the user facility. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent failed/unable to open (when not implanted)¿ and ¿ flow diverter stent difficult/unable to re-capture into microcatheter¿.

Event description:
It was reported that, during a neurovascular procedure, the subject flow diverter was advanced in the microcatheter and deployed as usual, but it was noted that the subject flow diverter did not fully open. Therefore, the operator decided to recapture and remove the subject flow diverter. When an attempt was made to recapture the subject flow diverter, it was difficult to recapture the subject flow diverter into the microcatheter. The subject flow diverter along with the microcatheter were taken out of the patient's body. The subject subject flow diverter was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.